Event description:
The customer reported to baxter (B)(4) of a leak that occured during infusion of chemotherapy drugs. A baxter pump was infusing the chemotherapy drugs thru channel "a". During infusion, the nurse was alerted with an alarm and noticed that there was a leak of the chemotherapy drugs from the tubing. The sample could not be retrieved because it was discarded. There was no patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot and no deviations were found.